Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The imagery provided by the site was reviewed and the following was observed: the images of prestent immediately after deployment and after removal of alterra ds show no deformation/folding, no available images of pds tracking or crossing, after 1st crossing of pds, the prestent has longitudinal fold/deformation that moves with heartbeat, prestent infolding can be seen during cardiac cycle after removing the pds (without valve deployment), no deformation or fractures visible on prestent after valve implantation. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deformed was confirmed. Per imaging review, there were no fractures observed. However, deformation of the prestent with longitudinal infold was observed after the pds was across the prestent. The infolding was observed to resolve after valve deployment. In this case, it is likely that during crossing, the pds delivery system interacted with the pre stent apices, causing the infolding noted. As such, available information suggests that procedural factors (pds interaction with pre-stent) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, a fracture occurred during removal of the alterra delivery system and inserting of the pulmonic delivery system. There was no additional information provided.